Manufacturer narrative:
The complaint states it was reported that a piece of instrument was broken off prior to surgery. The investigation confirmed the failure mode as reported. Care needs to be used when assembling these connections, as damage may occur resulting in the type of failure seen here. However, there is insufficient information supplied with this complaint to determine whether sufficient care was or was not taken. It should be noted that pra 103033579 was released on (B)(6) 2014 in which the damage to the balseals was evaluated. The pra concluded that there is no patient harm as none of the failure modes have led to any patient harm. Furthermore, the assembly and disassembly of this device is carried out by the scrub nurse on a table away from the joint space, additionally the device cannot be disassembled within the joint space. It should also be noted that this issue will be further monitored in post ma if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of instrument was broken off prior to surgery.